Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this patient with cardiac resynchronization therapy pacemaker (crt-p) felt tired. Boston scientific technical services (ts) advised the patient to see physician for device check. This device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with cardiac resynchronization therapy pacemaker (crt-p) felt tired. Boston scientific technical services (ts) advised the patient to see physician for device check. This device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.